Event description:
It is reported that: "the client refers that the guide fell apart." The problem occurred three times in the same event. On the last attempt successful passage of the catheter without complications on withdrawal of the guide wire but no return of the lines. There was no reported patient injury or consequence.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It is reported that: "the client refers that the guide fell apart.". The problem occurred three times in the same event. On the last attempt successful passage of the catheter without complications on withdrawal of the guide wire but no return of the lines. There was no reported patient injury or consequence.